Event description:
It was reported that on a patient of average size, the universal cuff was appropriately placed on the middle finger. The patient was supine for induction so the arm and hand were relaxed at the patients side. The initial concern was that the sbp, dbp, and map were significantly off (universal cuff was reading higher than the nibp cuff) despite having a good physiocal and sqi. Hrs was appropriately placed and nibp arm cuff was on arm placed appropriately. There were no indications why the universal cuff should be off that drastically. The customer moved the universal cuff from the middle finger to the patients ring finger on the same hand and sbp, dbp, and map began correlating appropriately. The event occurred on 22april, the patient underwent a vascular graft. There was no injury to the patient. No patient demographics are available. Device is not available for return. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The lot number was not provided thus a device history record was not reviewed. No corrective actions will be taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.